Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative in regards to a patient who was being treated with compounded baclofen 2000 mcg/ml (400 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number, the pump's indication for use (IFU), the patient's medical history, and concomitant medications were unable to be obtained. The patient experienced withdrawal symptoms. On (B)(6) 2015, the pump interrogation revealed a motor stall. It was not possible to restart the pump even if reprogramming it. No other interventions/actions were taken to resolve the issue other than pump reprogramming. The physician decided to replace the pump on (B)(6) 2015. It was unknown what led to the event. The issue was resolved at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.

Event description:
On 12/16/2015, additional information was received from a company representative. The drug used at the time of the reported event was an indicated formulation; no definite root cause could be determined. However, there was a possibility that previous use of an unapproved drug formulation in the pump may have contributed to the motor corrosion.